Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented remotely via merlin.net transmission, several inappropriate auto mode switch episodes due to retrograde conduction was observed on the device followed by atrial pacing. No further information available.